Manufacturer narrative:
Date rec¿d by MFR : 09jul2019, date of report : 07aug2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported primary alarm failed issue. The fse remotely instructed the customer to replace the speakers. The customer replaced both speakers and corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported primary alarm failed. It is unknown if there was patient involvement, but no one was harmed.